Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the unit was found to have a damaged machined head, control bar, and reciprocating arm. The calibration was out at all readings. The 2- and 3-inch width plates were damaged. The machined head, control bar, reciprocating arm, and bearings were replaced and resolved the reported issue. The width plates were returned without repair as they are not repairable. It was noted that the device was manufactured in 2019 and has not since been returned for annual preventative maintenance in accordance with IFU # 06001811272. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends. G2: foreign, event occurred in united kingdom.

Event description:
It was reported that during an unknown time, on an unknown date, the unit had an unknown issue. Damaged width plate was confirmed. It is unknown if a patient was impacted or if a delay occurred. Due diligence is complete as no additional information is available.